Event description:
Report received of return of spasticity 15 days after implant. Follow up with hcp revealed pt was seen at the office with nausea and increase of spasticity. Vital signs were all normal. Pt's catheter was replaced. Testing done and problem with catheter was not known by this reporter. Pt is doing better and has a good efficacious response since catheter replacement.